Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a thr surgery, the journey fem impact bumper rt broke on impaction. All parts were recovered. Surgery was resumed, without any delay, with a back-up device. Patient was not harmed, or further complications reported.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. One of the post on the device has broken off, rendering the device inoperative. The device shows signs of extensive use. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. The clinical/medical evaluation concluded that this case reports, the impactor bumper broke during impaction in a thr surgery. Reportedly ¿all parts were recovered.¿ one photo of the returned device appears to confirms the breakage. Per case details, the surgery was completed without delay, with a back-up device and ¿the patient was not harmed.¿ no additional requested clinically relevant information was provided. Without the requested information, the root cause of the reported broken impactor cannot be definitively concluded. The patient impact beyond the reported impactor breakage and recovery of all parts cannot be determined and no patient harm has been alleged. Therefore, no further medical assessment is warranted. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.